Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2010 (type I bone) on the lower left. Primary stability and osseointegration were not achieved. Overheating of the bone was involved in the event. The clinician reports that mobility of the implant was the reason for failure. The implant was removed on (B)(6) 2010. The pt's medical history reveals no significant findings.